Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a (B)(6) physician and concerns a female patient in her twenties. She was injected with radiesse into lips. The injector was a beautician (non-health care professional). After the radiesse treatment, the patient developed lumps/bumps and swelling which were distressing to the patient. The beautician referred the patient to hospital for investigation. The hospital asked for advice on how to remove radiesse. Reportedly, no surgical removal of radiesse happened. The physician said that an intervention was required to resolve the adverse events. As reported, the physician was aware that radiesse should not be injected in the lips. The outcome of the event was not reported.